Event description:
It was reported that the patient presented to the emergency room with discomfort due to phrenic nerve stimulation. A chest x-ray revealed that the right atrial (ra) lead was dislodged. The ra lead was explanted and replaced. There were no patient consequences. The patient was discharged following the procedure.